Event description:
It was reported that the device had an image problem ( poor image). The issue was found at preparation for use. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
E2/e3 not provided. The device was returned and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an e224 error due to a faulty cable and a crack on the focus ring. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues were identified. This issue is addressed in the instructions for use (IFU): "if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation" page 29. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the device had an image problem ( poor image). The issue was found at preparation for use. There was no patient impact, no harm reported due to the event.